Manufacturer narrative:
Information contained in this report regarding the associated allergan breast implant device was previously submitted via psr on (B)(6) 2018. This event is being reported as a malfunction of the keller funnel device because it may have contributed to the rupture of the breast implant shell. Although there was no injury to the patient in this case, delivery of a ruptured breast implant to the breast pocket space could require additional medical intervention in the event that the rupture is not noticed by the implanting physician. Further information from the reporter regarding product details has been requested. No additional information is available at this time. The device is not available for return. Device labeling: caution! Using excessive force may damage the implant. If the implant does not gently advance through the funnel into the surgical pocket, similar to the amount of force required during the sizing confirmation step, stop! Ensure the distal end is not folded, pinched, wrinkled, or overly constricted. Verify that both the incision and surgical pocket are large enough to accommodate the implant. Verify the end of the funnel is not inserted more than 1 cm, is directed toward the center of the surgical pocket, and the pathway is not obstructed by muscle tissue, or surgical instruments.

Event description:
Healthcare professional reported "implant ruptured while being placed with a keller funnel". The damaged implant was an allergan inspira® smooth silicone gel filled breast implant. There was no damage to the funnel. The funnel was trimmed to "the appropriate size for the implant size and profile" and hydrated with a triple antibiotic solution. Surgery was successfully completed with a backup breast implant.